Event description:
It was reported the pt was experiencing her scs ipg protruding and discomfort at her scs ipg pocket site. Subsequently, surgical intervention was scheduled. F/u identified the pt's scs ipg was replaced with a different model.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.